Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.

Event description:
Customer reportedly received results of 193 mg/dl, 40 mg/dl, and 38 mg/dl within 2 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. The alleged product is not available to return for evaluation.